Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, (event site state, event site telephone), g3, g6, h2, h11. Corrected fields: h6 (type of investigation, component codes) keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. A nurse contacted the emergency support program for assistance with a gas loss alarm, which had occurred the previous day as well. She used the help screen, confirmed clear tubing and tight connections, and resolved the alarm by pressing iab fill. With the pump operating normally, she asked whether further action was needed. Esp personnel confirmed she had followed the correct steps and reviewed common causes, including elevated intrathoracic pressure, noting the patient was ventilated with a peep of 8. She was advised to call back if the alarm became frequent or could not be resolved.